Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old hispanic female patient who underwent breast augmentation revision surgery with two 500cc mentor smooth round high profile memorygel breast implants experienced bilateral breast pain post procedure. On (B)(6) 2019, patient experienced lymph nodes enlarged to 1.5 cm per an ultra sound, enlarged lymph nodes on right-side groin area, shortness of breath and fatigue. On (B)(6) 2019, patient experienced unexpected spotting. Furthermore, patient experiences sharp pain in both breast in her nipple area, dry scaly nipples, irritation around scar, chest pain and on some days not feeling well. The mentioned complications have not been confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis. See 1645337-2019-17619 for contralateral prosthesis report.

Manufacturer narrative:
On august 08, 2024, the patient reported being diagnosed with rheumatoid arthritis. She also stated experiencing difficulty walking and breast implant illness. Manufacturer¿s reference number: (B)(4).